Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired fine two times and then locked on a vessel and would not open. Another device was fired on either side if the device and the device was cut off the tissue. The case was complete with the second device with no patient consequence. (B) (6). The local sales representative will stop by the facility to follow up for any additional information.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.